Manufacturer narrative:
As a result of the investigation, the following fields have been updated: d1, d4, d10, g4, h4, h6, h7, and h9. Added information to e3 and e4. D10. Concomitants: 5106604 02-012-50-4014 - tru tib aug 1/2 rl sz 4, 10mm 5533815 02-012-60-1680 - tru stem ext 16mm x 80mm 5561324 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5 5685866 200-02-35 - three peg patella 35mm 5722531 204-70-00 - tibial stem ext. Screw 5754566 02-022-45-3545 - truliant tib fit tray cem sz 3.5f / 4.5t h6. Investigation results - the revision reported was likely the result of prosthesis wear, instability, and insufficient bonds between the femoral component, the tibial tray, and the patella and the respective bones, leading to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, instability, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Procode : prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a male patient, initial left knee implanted on (B)(6) 2019, with an optetrak device, underwent a revision procedure on (B)(6) 2022, approximately 3 years 5 months post the initial procedure. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. Upon information and belief, the loose components, significant synovitis were due to premature polyethylene wear of the tibial insert. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H10. Related: MFR #1038671-2024-02400 report 2 of 2. H11. Additional manufacturer narrative: additional information added. Report 1 of 2. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, e the revision reported was likely the result of prosthesis wear, instability, and insufficient bonds between the femoral component, the tibial tray, and/or the patella and the respective bones, leading to aseptic (non-infected) loosening. It cannot be confirmed from the reported information which components loosened. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and likely cause of the prosthesis wear, instability, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.